Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected premature battery depletion. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the date of implant and current location of device. Currently the device is located at haemodynamic department.

Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected premature battery depletion. Besides surgical intervention, no adverse patient effects were reported.